Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp unit and verified that the batteries failed to complete the run time test within the required timeframe. The fse replaced the batteries. Preventative services (pm) were completed. Full pm, safety, calibration, and functionality checks passed factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
During preventative maintenance (pm) by a getinge field service engineer (fse), the batteries failed the run-time test. There was no patient involved, thus no adverse event was reported.